Event description:
3b medical, inc. Dba react health received a complaint from a durable medical equipment (dme) provider alleging that the luna g3 bpap¿s was unable to maintain pressure, which could result in low pressure delivery, and the device¿s usage report indicated ¿irregularities.¿ according to the dme, the patient was admitted to the hospital for ¿breathing issues¿ following device use. She has since been discharged from the hospital and is back at home. The patient has discontinued using this device and another was issued from the dme's inventory. No further information about the patient has been provided. 3b medical, inc. Continues to investigate the reported issue. The device has been sent to the manufacturer, bmc medical co., ltd (¿bmc¿), for analysis. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.